Event description:
Customer reported that the system had an intermittent problem where it would not fluoro. No pt injury was reported.

Manufacturer narrative:
A ge representative revaluated the system and replaced the interconnect cable. System operates as intended.